Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the system and replaced the programmed hard drive to resolve the issue. Fss calibrated vacuum and performed the field service checklist, which the unit passed the functional tests and it was found to meet amo specifications. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a signature system which is used for wetlab training, the system's windows does not start, and the screen appeared blue. It was noted that the system software could not be started at all. After each system start (monitor switch turned on), the image ¿signature¿ appeared first on the screen and then the system blocked on the blue screen (no access to window). There was no patient involvement reported and no patient treatments delayed or cancelled.